Event description:
A synsiro pro drug-eluting stent system was selected for treatment. Outside patient it was visible that stent struts were sticking out. The stent could not be implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent is deformed at its distal end, i.e. Two struts are bent outwards. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.